Manufacturer narrative:
Visual assessment of the device showed t1 is missing from the suture. T1 was not returned for examination. The suture appears to have been cut. T2 is free from the insertion needle. The distal end of the depth limiter is damaged. This condition is consistent with over penetration of the meniscus during insertion/deployment. The actuator is sticking out of the distal end of the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function, however the trigger needed assistance to return to its pre/post deployment position on the handle. It appears that during insertion of t1 the suture was inadvertently cut by the needle tip. After the evaluation, the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscal repair that after the deployment of t1, the surgeon noticed that the suture was not threaded through the meniscus. He stopped using it, and completed the operation with a backup device. After the incident it was confirmed that t1 was missing. T1 may have been left behind unsupported. There was no delay in the operation and no patient injury was reported.